Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: comp (B)(4).

Event description:
It was reported from the office of dr (B)(6) that a silent nite 3d one piece appliance experienced a missing component. Reportedly, the patient lost a piece of the device and one of the brackets on the nodule was missing. It was further reported that the missing component was making the patient's symptoms worse while sleeping with the device. No additional information was provided regarding the circumstances surrounding the event.